Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC leaked between the extension tube and lumen. There was a 3 way tap attached with 3 connections that may have cause pressure for the line to split. The patient required a replacement device. No adverse effects to the patient were reported due to this event.